Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 10mg/ml dilaudid at 2.503mg/day via an implantable infusion pump for non-malignant pain and spinal pain. The patient reported that they ran out of medication in the pump "one time." No symptoms were reported. No further complications were reported.